Event description:
It was reported that the pump usb port was damaged and the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.